Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that they experienced a pressure drop in the bc153 bubble CPAP system kit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint bc153 bubble CPAP system kit from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Manufacturer narrative:
(B)(4). An attempt was made to obtain the complaint bc153 bubble CPAP system kit but the hospital confirmed that it was no longer available. Without the complaint device we were unable to confirm the reported fault and determine its root cause. No patient consequence was reported as a result of this incident. The fph bubble CPAP system such as bc153 is intended to provide CPAP to spontaneously breathing neonates and infants who require breathing support due to conditions associated with prematurity (such as respiratory distress syndrome) or other conditions where CPAP is required or desired and is prescribed by a physician. Our user instructions that accompany the bubble CPAP system state the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "To reduce the risk of unsafe circuit pressure, the pressure manifold must be used." "Do not connect the pressure manifold to the outlet port of the humidification chamber as incorrect operation of the pressure relief mechanism may occur." "Check all connections are tight before use."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that they experienced a pressure drop in the bc153 bubble CPAP system kit. No patient consequence was reported.